Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that she experienced a high blood glucose level of 434 mg/dl. The customer treated her high blood glucose level with the insulin pump. The customer had a stomach ache. The insulin pump kept alarming no delivery. The customer rewound and primed the insulin pump and even replaced the infusion set but the no delivery alarm recurred. After receiving a no delivery alarm, the customer changed the battery but the insulin pump's display did not power on. The display returned after troubleshooting but the insulin pump alarmed failed battery test. The insulin pump was bumped into stuff. The device was not returned.